Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results for the mst11 instruments found that they were returned in good condition and out of their sterile package. A corrective action has been initiated to address the root cause of the finding. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that when two boxes of probes arrived at the facility the tyvecs were not sealed. This was the case on all 10 probes. No case involvement. No patient consequence.